Event description:
#Medwatcher #followup1 #FDA mw5059213 #(B)(4). I was implanted with essure in (B)(6) 2011. I began to have symptoms in 2012. They progressively worsened so I went to my primary care physician for help in (B)(6) 2015. I asked him to test my thyroid and to run a general cbc since I had symptoms that were all over the map. He was dismissive. I went to my ob/gyn early in 2015. She referred me to a women's pelvic pain specialist md who then referred me to physical therapy. I went back to my gyn and we together decided that I had tried to manage all of my symptoms and she set up a consult with a surgeon. After two pre-op consults with her, I finally was approved for a bilateral salpingectomy with the removal of the essure coils. My symptoms included the following: cramping, sharp/stabbing pelvic pain, painful ovulation, night sweats, loss of libido, bleeding/spotting after sex, painful periods, painful intercourse, long menstrual cycles, sexual dysfunction, breast pain/tenderness, abdominal spasms/twitching/fluttering pains, chronic pelvic pain, all over body aches/pain, nausea, gas, severe bloating, headaches and migraines, tingling sensations, nerve pain, brain fog, anxiety, depression, diminished brain function (brain fog, confusion, cloudiness, forgetfulness, short term memory loss), mood disorders, shakiness, weight gain, adrenal problems, vision problems (floaters, blurred vision, decreased vision), excessive sweating, short temper/anger, extreme fatigue. Thank you for your consideration.

Event description:
(B)(4). Essure was placed in (B)(6) 2011. Onset of symptoms began in 2012. The date of adverse event calendar above only allows dates in 2016 to be selected.